Event description:
It was reported that the rv (right ventricular) lead had t-wave oversensing. The lead settings were reprogrammed and the rv lead remains in use. It was also reported that the lv (left ventricular) lead had high capture threshold, no capture at max output, had dislodged and moved into the right ventricle. The lv lead was removed and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.